Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and a request to review the remote monitor transmission was received. A right ventricular lead alert ¿triggered¿ and the information showed the lead displayed high rate non-sustained ventricular tachycardia (vt) episodes and there was one ventricular fibrillation episode that was in progress following shock delivery. The transmission was in progress at the time of the event and as such termination of the vf could not be determined. It was also reported there was a possible delay in therapy and potential under-sensing of the vf. It is not clear if the device ¿saw and treated appropriately due to lack of information and the patient¿s death.¿ additionally, it was learned that approximately seven months prior to this event the lead displayed a change in impedance and re-programming was performed. The physician determined the lead was not functioning appropriately and the patient was scheduled for a replacement; however, the patient cancelled the procedure and chose to not reschedule.